Manufacturer narrative:
Despite good faith attempts the user's specific device reprocessing steps and culture results were not shared. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event of positive culture test could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The legal manufacture confirmed the foreign material (stain) inside light guide lens via photos provided by olympus. However, the material and a root cause could not be identified. Since the foreign material adhered to inside of the device, not external surface, it was not removed by reprocessing. It is likely that physical stress such as dropping/hitting distal end or the like, and/or chemical stress by chemical used etc. Caused peeling of the glue around light guide lens. Subsequently, moisture invaded light guide lens which led to corrosion. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii duodenovideoscope, the outer sheath of the device is perforated and the preparation has been aborted due to unexpected contamination. The user did not report any other contamination or any serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water. The device evaluation found the following: the grip had a scratch, the switch box had a scratch, the "right/left" knob had a scratch, the forceps elevator lever had a scratch, the scope cover case unit had a scratch, the scope cover unit had a scratch, the electrical contact of the endoscope connector was deformed, due to a pinhole on the connecting tube, water tightness was lost, the light guide bundle had breakage, the light guide lens had a crack, the adhesive around the objective lens had wear, the light guide lens was dirty, there was corrosion around the forceps elevator arm and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.